Event description:
The dualwave pump suction via shaver port working intermittently. This caused excessive fluid in the patients shoulder. The surgeon reverted to an open surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.